Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not charge. This condition had the potential to interrupt delivery. This condition was found in the oncology department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.